Event description:
It was reported that t1 and t2 anchors did not hold the meniscus and came out. No patient injury was reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The shelf carton was in poor condition. The complaint stated: ¿it was reported that t1 and t2 anchors did not hold the meniscus and came out.¿ t1 and t2 were not returned. A partial segment of suture was returned. It had been cut where t1 and t2 would be located. The delivery needle was visibly bent toward the left. The distal delivery curve was relatively flattened out. The actuator was seized up at the distal tip of the delivery needle. The device no longer cycles or advances due to the needle manipulation. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.